Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing of noise and did not lead to pacing inhibition greater than 2 seconds as per field representative. The patient underwent a surgical intervention and this lead was explanted. This lead will be returned for analysis. No adverse patient effects were reported.